Event description:
It was reported that during the implant procedure, a 9f introducer was inserted under fluoroscopy with no visual or tactile issues. The right ventricular (rv) lead was inserted into the rv outflow, manipulated toward the rv apex when lead resistance was felt. An attempt was made to retract the lead but lead resistance occurred so the tear away introducer was peeled off with some difficulty which dislodged the lead from the rv apex. The lead was removed. Auxiliary access was attempted a second time with a new 9f introducer and there were no issues. The lead was reinserted to the rv outflow but could not be retracted. The proximal coil outside of introducer could not retract the lead. The lead and introducer were removed and a new lead was implanted using a 10.5f introducer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis found no anomalies. However, it was noted that the distal electrode was covered in blood. (B)(4).